Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
According to the physician, femoral component has sunk in and tilted, implant subsided and wear on plastic. Patient had symptoms started this year. Worsened two months ago associated with swelling. Aspirate excluded infection. She was very well before that. Physician had removed mako implant on (B)(6). Revision done using competitor product. Small size 2.5 f 2.5 t ps 12mm insert.